Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician was going to revise the left ventricular (lv) lead due to phrenic nerve/diaphragmatic stimulation by pulling the lead back slightly. However, when the physician was attempting to free the lead up from the pocket, the lead was damaged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a tear. Additionally, visual summary analysis of the lead indicated apparent explant damage and stretching.